Manufacturer narrative:
Previously reported g4 should have been 9/4/21 rather than 12/4/21.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-15461. It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's right ventricular (rv) lead sensed noise, treated it as ventricular tachycardia leading to inappropriate shocks from their implantable cardioverter defibrillator (ICD). The patient's rv lead and ICD were explanted and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The reported events of oversensing noise and inappropriate shock were confirmed. As received, only the distal portion of the lead was returned in one piece. Visual inspection found internal insulation abrasion breaching the ring electrode cable lumen underneath the right ventricular shock coil in two locations. One ring electrode etfe cable coating was found to be abraded while the other ring electrode cable was intact in one location. No abraded ring electrode etfe cable coating was found in the other location. The cause of oversensing noise and inappropriate shock was isolated to the ring electrode cable coating being abraded under the right ventricular shock coil. Electrical testing did not find any indication of conductor fractures or internal shorts.